Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g.5: 510(k-) k130520 the actual device was returned for evaluation. Visual inspection revealed no anomalies. A sweep gas was sent into the gas phase and a fluid flowed out of the gas outside. The fluid was collected and tested with a terumo's protein test strip. It was found to contain protein. This indicated that the fluid was plasma. Saline solution containing glutaraldehyde solution was flowed through the actual sample to fix the state inside the oxygenator module. The housing was removed for further inspection of the oxygenator module. There was no visible formation of clots on the filter. The filter was removed. Visual inspection of the surfaces of the filter did not find any anomaly, including a break or visible clot formation. Another visual inspection of the oxygenator module after the filter had been removed found that the fibers had been discolored partially. There was no anomaly in the state of the fiber winding. The fiber layer was removed from the winding in increments of 2 mm and each layer was subjected to visual inspection. The fibers were found to have been discolored partially. There was no visible clot formation. The filter removed from the oxygenator module was inspected under magnification. There was no visible clot formation. The heat exchanger module, after all the fiber and its outer cylinder having been removed from it, was inspected with the unaided eye and under magnification. No formation of clots was found to have formed on and inside it. Electron microscopic inspection of the inside and outside surfaces of the filter revealed the adhesion of the blood components. Electron microscopic inspection of the outer surface of the discolored fibers on each layer revealed the partial adhesion of the blood plasma component. There was not any microscopically visible anomaly in the state of the micro pores. Electron microscopic inspection of the inner surface of the discolored fibers on each layer revealed flow-out of the blood plasma component. There was no microscopically visible anomaly in the state of the micro pores. The fibers were rinsed. Electron microscopic inspection of the outer and inner surfaces did not no visible anomaly in the state of the micro pores. Electron microscopic inspection of the cut cross-section of the fiber did not reveal any electron microscopically visible anomaly in the state of the micro pores. A review of the device history record and shipping inspection record from the reported product code/lot number combination was conducted with no findings. A search of the complaint file found no previous report of this nature with the involved product/lot# combination. A review of the pump record of the involved procedure did not find any mechanism which showed the cause of the reported plasma leak. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the investigation it is likely plasma leak was due to a change in the blood properties due to some factor(s), a surface-active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, resulting in plasma leak. The pressure inside the oxygenator module raised by some factors, including clot formation, and others, may cause the pressure applied from the blood phase to the gas phase to get increased. This may create the circumstances where a force to push the blood corpuscle components out into the gas phase may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas pathway. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a plasma leak on the involved capiox device. The actual sample was used for redo of the replacement of descending aorta. The extracorporeal circulation started at 13:40. At 18:00, plasma leak with the generation of pinkish foams was noted. The user addressed this issue by increasing fio2 and the gas flow rate without changing out the actual sample. The procedure outcome is unknown. The patient was not harmed.